Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for an alleged pump error 43 alarm found on (B)(6) 2021. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump history and trace files were successfully downloaded using thus. There were no unexpected pump error 43 alarms noted during testing and a review of the downloaded history files show there were seven (7) pump error 43 alarms that occurred on (B)(6) 2021 between 18:42 and 18:52. The insulin pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (electrical board 1 and electrical board 2) however, moisture damage was found on the motor and force sensor. Pump error 43 alarm in the history files are due to moisture damage on the motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 43 alarm is confirmed. There are seven (7) pump error 43 alarms in the insulin pump's history on 8/16/2021 and are due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received multiple pump errors. Customer was able to clear the alarm but was not able to complete rewind. Customer stated they noticed reservoir was leaking at the compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.